Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 10-oct-2016, fse arrived at the site to address the reported event. Inspection of the device revealed the waste tubing was twisted, kinked and bent, behind the sample loader, causing the waste line to back up. Fse corrected the kink, resolving the back up; then, tested the device with a normal. No further issues were noted. No further action was required by field service. The most probable cause of the reported event was due to a kinked waste line.

Event description:
On (B)(6) 2016, the customer reported a leak behind the column oven with their g8 analyzer. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.